Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with dilation and stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the first balloon popped upon the second dilatation attempt. The same issue occurred with the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.